Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he was having issues with the sensor. Customer stated that when he goes to calibrate, it will tell him that he is low but he isn't. Customer stated that his sensor glucose value in in the 50's mg/dl but his blood glucose will be 100 mg/dl. Customer had a threshold suspend alarm and mentioned a past event where he was in a vehicle accident and had low blood glucose below 40 mg/dl. Customer's current blood glucose was 267 mg/dl. Customer treated with a glucagon injection by an emergency medical technician. Customer has been experiencing low blood glucose for at least 3 days. Customer is no longer using the pump from the past event. Customer stated that he was admitted as an inpatient for medical treatment for the past event on (b)(\6) 2016. Customer's blood glucose was below 40 mg/dl. Customer was in a vehicular accident and was the driver.